Manufacturer narrative:
The reporter noted the patient's weight may be lower due to recent gi issues. The reporter noted in the "past few months." Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube cuff inflated asymmetrically and the tracheostomy tube leaked. The issue was discovered prior to use but were used as patient required the tracheostomy tube for her airway. The reporter noted that the cuff was typically inflated to 3.2cc or 3.4cc; due to cuff looseness, the cuff had to be inflated to 4cc. The patient used two tracheostomy tubes per month and alternated between them weekly; the tracheostomy tube would be disposed after 30 days of use. The cuff symmetry issue was alleged to be related to a foul odor, drainage, mucus, and redness at the stoma due to bacteria. The patient applied a vinegar soak 3 times per day for 10 minutes each for 10 days and used nystatin per the otolaryngologist's instructions. It was noted that the interventions did not resolve the issue. It was then reported that the patient was put on antibiotics for 3 weeks. The event was considered ongoing. See MFR: 3012307300-2016-00506, 3012307300-2016-00507, and 3012307300-2016-00508.

Manufacturer narrative:
One bivona® tts¿ cuffed pediatric with v neck flange tracheostomy tube was returned for investigation. Visual inspection of the device was performed using the unaided eye and under normal plant lighting. No obvious defects were identified during examination. During functional testing, a standard syringe was used insert 5cc's of air into the inflation line and device cuff and the device was submerged in water. No bubbles (indicating a leak) were observed escaping from the device inflation line or cuff. The device cuff symmetry was then examined. It was found that the cuff symmetry did not meet manufacturing specification. Investigation determined that symmetry issue was due to manufacturing and the root cause was an exception in the initial manufacturing of the device. Please note: the returned device was received with four additional tracheostomy tubes. Upon receipt a device was labeled with the associated complaint number; however, it was found that the tracheostomy tube did not represent the reported defect. Investigation reviewed the additional returned tracheostomy tubes and were able to identify that one of the devices accurately represented the reported device issue. The investigation results contained in this report pertain to the device was that was identified as the reported device and not the one that was intended to be the reported device.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
Additional information was received regarding the reported issue. According to the reporter, after the patient received antibiotics, the reported odor decreased. However, it was reported that the site remained red and "off colored" drainage and leaks were observed.